Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 79 mg/dl, 335 mg/dl, 330 mg/dl, 95 mg/dl, 148 mg/dl, and 109 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.